Event description:
During an internal quality control investigation it was discovered that primer mix r15-05c, which is included in lane 5 of drb1-15 ssp unitray kit (catalog #450102d, lot 011 1274159, has been shown to produce a negative reaction in the presence of the drb1-15:34/54/66 alleles. As a result of the negative reaction a sample containing drb1-15:34 allele could mistype as a drb1-16:01:02 and a sample containing drb1-15:54/66 allele could mistype as drb1-15:25. Primer mix reactivity assignments are used to create the documentation that is included within the kit and used by the customer to interpret the hla typing of the sample. Internal complaint #(B)(4).

Manufacturer narrative:
Investigation is on-going. No impact to pt management was reported.